Event description:
During insertion, the front haptic of the lens remained in the mport; however, the lens was inserted in the eye. The surgeon enlarged the incision to remove the lens (same surgical procedure), and upon removing the lens from the eye, the capsular bag tore. A vitrectomy was performed.